Event description:
During a cystoscopy with stone extraction, two bard dimension stone baskets size 2.4 fr x 115 cm x 13 mm were used. Basket #1 broke outside the pt during removal of cystoscope. Basket #2 broke inside the pt while trying to remove a stone. All components were retrieved. Surgery was successful. Dates of use: # 1 & 2, 2009. Diagnosis or reason for use: # 1 & 2, kidney stone removal.